Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose value was 180-181 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.